Event description:
Blood glucose monitoring device was reading erratically (200-300 mg/dl to "hi"). It was reported relative took customer to hospital after a result of "hi" and hospital read 458 mg/dl about 1/2 hour later and was treated by hospital with insulin and an IV. Reporter stated hospital device read 170 mg/dl about 5 hours later and then when compared that value to customer's meter 1.5 hours later, it read 358 mg/dl. Reporter indicated test strips wre expired. A request was made for the return of the suspect device and replacement product was sent.